Event description:
It was reported that the insulin gauge was inaccurate. Reportedly insulin inserted into the cartridge was not room temperature. Customer reloaded the cartridge to resolve the issue. It was also reported that an occlusion alarm occurred. Customer reloaded the cartridge to resolve the issue. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.